Manufacturer narrative:
The product in complaint was returned to zoll on 10/16/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a training, the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart) message that could not be cleared upon start-up. No patient involvement was reported. No further information was provided.